Manufacturer narrative:
Occupation - the occupation is lay user/patient.

Event description:
The patient stated that her coaguchek xs meter serial number (B)(4) had been dropped and she received an erroneous result. A sample from the patient was tested using the meter, resulting with a value of 2.5 inr. Within 7 hours, a sample from the patient was tested in the laboratory using an unknown method, resulting with a value of 3.6 inr. The patient stated that she had a planned tooth extraction scheduled for (B)(6) 2019 that was delayed due to the difference in meter an laboratory values. The procedure was later performed on (B)(6) 2019. The patient did not receive treatment or a change in medication based on the meter results. The patient's current condition is stable. No adverse events were alleged to have occurred with the patient. The patient's therapeutic range is 2.5 - 3.5 inr. The patient's testing frequency is 2 to 4 times per month. The patient is not anemic and does not have antiphospholipid antibodies. The patient does not take heparin or direct thrombin inhibitors. The patient is not taking any new medications, has had no diet changes, has no new illnesses, and has no symptoms of bleeding or bruising. The patient did not have a special or unusual diet. The patient stated that the meter heating plate was soiled with blood residue. The patient's product was requested for investigation and replacement product was sent to the patient. Relevant retention test strips (lot 353497) were tested in comparison with the master lot. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The customer's meter and one test strip were returned for investigation where they were tested using retention controls and retention master lot test strips. Upon review of the meter memory, the time setting on the customer's meter was incorrect. Testing results (qc range = 1.9 - 2.9 inr): customer meter with returned test strip: qc 1 = 2.4 inr. Customer meter with retention test strips: qc 2 = 2.3 inr, qc 3 = 2.4 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. All measurements were without error messages. No information was provided in the complaint case that would point to a cause for the result discrepancy.